Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed software error while attempting to program the time and date. The patient's blood glucose at the time of incident is unknown. The customer had not used this insulin pump in many years. The alarm was unable to be cleared. The customer was advised to revert to her regular medically prescribed back-up plan. No products were returned or replaced.